Event description:
An article was received on (B)(6) 2022 entitled 'determinants of subjective quality of vision after phakic intraocular lens implantation'. The article reports that 1 patient underwent icl rotation (15 degrees of axis) in one eye after one month. Another patient underwent icl exchange in one eye due to low vault and hyperopic refractive outcome 16 months after the first icl implantation.

Manufacturer narrative:
Patient ID, age or dob, sex, weight, ethnicity, race: unk date of event: unk model #, operator of device, explant date: unk. Initial reporter name and address: unk. Device manufacture date: unk. Claim#: (B)(4).